Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint reported by customer on clamping rotation and incomplete energy release was not confirmed by failure analysis. Failure analysis could not verify the reported issue. The instrument passed all visual inspections, functional tests, energy delivery, electrical continuity, and intuitive motion assessments. It was fully functional with no product issue found. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley, with exposed wires and burnt-off insulation fragments. Thermal damage was also observed on the yaw pulley, although the instrument still passed the electrical continuity test. Also, the instrument was found to have thermal damage on the bipolar yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of the customer reported issue on the clamping rotation and incomplete energy release cannot be determined based on the information provided and failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a poor clamping rotation and incomplete energy release. The procedure was completed with no reported injury.